Event description:
It was reported on a maude filing that patient reported adverse events. She is experiencing pain from her total knee replacement implant. Right knee replacement performed on an unknown date. Subsequently, 3.5 years post procedure patient is experiencing pain and needs ambulatory assistance(cane). Hcp advises x-rays appear normal.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs. Kne-nexgen-bearings-unk, MDR: 0001822565-2022-02005. Kne-nexgen-femorals-unk MDR: 0001822565-2022-02008. Kne-nexgen-patellas-unk, MDR: 0001822565-2022-02009. Kne-nexgen-stems-unk, MDR: 0001822565-2022-02010.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. This complaint cannot be confirmed. It was reported that the patient fell multiple times but it is unknown if zb implants caused the falls. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.